Event description:
It was reported that this right atrial lead dislodged eight days post implant. It was suspected on the electrocardiogram (egm) that the lead had dislodged and stimulating the right atrium. An x-ray confirmed the dislodgment. The lead was repositioned successfully and remains implanted and in-service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.